Event description:
Advanced bionics was made aware that the patient has a history of head trauma and the patient experienced loss of lock. External equipment was exchanged; however, this did not resolve the issue. Revision surgery has been scheduled.